Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the metal part of endo therapy accessories and/or cleaning brush touched the biopsy channel port at insertion/retrieval of them, causing the suggested event to occur. However, a definitive root cause could not be determined. The suggested event is detectable by handling the device in accordance with the following instructions for use (IFU): IFU includes the detection method in bronchofiberscope bf-e2 series chapter 3 "preparation and inspection" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: eyepiece was damaged; image guide bundle had a stain and significant breakages; adhesive on bending section cover was detached; connecting tube had a wrinkle; image guide protector had a cut; up/down angulation lever plate was deformed; angulation lever had a scratch; suction-cylinder had corrosion; universal cord had a scratch; protector of universal cord on control section side had a scratch; universal cord had discoloration; light guide cover glass had corrosion; electrical contact of eyepiece had corrosion; light guide bundle had breakage; and control unit had corrosion due to water leakage. Due to a cut on bending section cover, water tightness was lost. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to damage on channel tube, forceps cannot be inserted smoothly. Due to wear of angle wire, the bending angle in down direction does not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the bronchofiberscope had multiple black dots in the image. The issue was found during maintenance. There were no reports of patient harm. The device was returned and evaluated; the forceps channel port was shaved. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.